Event description:
It was reported that the patient experienced a ¿bad reaction¿ to the drug in their pump. The drug was removed from the system and the pump was filled with saline. Consequently the patient was having withdrawal symptoms. The drug being delivered with the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).